Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with no tortuosity and no calcification. The 2.0 x 20 mm voyager balloon was advanced and inflated; however, during an inflation to 8 atmospheres (atm), before the balloon was fully inflated, a tear in the balloon was observed. It was noted that the balloon was not soaked prior to use. A new voyager balloon was used successfully. There were no adverse patent effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual/functional/scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon was not soaked prior to use. It should be noted that the rx voyager instruction for use (IFU) instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the mechanical damage appears to be the mostly likely cause for the balloon rupture and the deviation to the IFU does not appear to have contributed to the balloon rupture.